Manufacturer narrative:
The customer report of a balloon in the silicone segment was confirmed. During visual inspection of the set received it was noted that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment . Functional testing replicated the balloon/bulge. The root cause of the customer's report is unknown.

Event description:
It was reported that the nurse was called into the patient's room for an alarming device while infusing cardizem on an adult patient. The patient was agitated and creating muscle tension in his arms where the patient's peripheral IV site was located creating frequent occlusion alarms. The rn disconnected the tubing set and once the patient was relaxed the rn flushed the patients IV site to find that the IV site flushed easily with good blood return. The rn reconnected the tubing set and restarted the infusion only to have the device alarm occlusion again. The rn reassessed the issue and noted that there was a balloon found in the silicone segment. The tubing set was replaced and the infusion was restarted only to have the device alarm occlusion. Upon inspection of the second tubing set, the rn found that there was a balloon in the silicone segment. The rn stated that an IV push was not performed and the only flushing that occurred was when the tubing set was disconnected from the patient and the rn was directly flushing the patients IV site. The customer further stated that is unclear what effect the event had on the patient other than new tubing having to be pulled and used to infuse the medication.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient.

Event description:
It was reported that the nurse was called into the patient's room for an alarming device while infusing cardizem on an adult patient. The patient was agitated and creating muscle tension in his arms where the patient's peripheral IV site was located creating frequent occlusion alarms. The rn disconnected the tubing set and once the patient was relaxed the rn flushed the patients IV site to find that the IV site flushed easily with good blood return. The rn reconnected the tubing set and restarted the infusion only to have the device alarm occlusion again. The rn reassessed the issue and noted that there was a balloon found in the silicone segment. The tubing set was replaced and the infusion was restarted only to have the device alarm occlusion. Upon inspection of the second tubing set, the rn found that there was a balloon in the silicone segment. The rn stated that an IV push was not performed and the only flushing that occurred was when the tubing set was disconnected from the patient and the rn was directly flushing the patients IV site. The customer further stated that is unclear what effect the event had on the patient other than new tubing having to be pulled and used to infuse the medication.